Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, filling took more insulin than expected and the customer was not seeing drops of insulin exit the end of the tubing during filling after 21.5 units. During troubleshooting with tandem technical support, no air gaps were observed. A recommendation was made for the customer to tighten the luer lock connection. The customer was able to perform fill tubing successfully with drops of insulin exiting the tubing. There was no reported impact to the customer's blood glucose level.